Manufacturer narrative:
Available details indicate that the device failed the therapy delivery test. The therapy capacitor was replaced and the device was returned to service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device failed the therapy delivery test. There was no patient involvement.